Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic egd procedure for hemostasis. The resolution clip device did grasp the tissue, however, it would not fully deploy by releasing from the catheter. Another device was utilized with the same outcome. Please note 6000048-2005-00172 (attached). It is unknown if removal of the clips resulted in any additional trauma to the bleed site. Unknown if scope was in a retroflexed position. Epinephrine was utilized to successfully treat the bleed. The pt did not sustain any harm or ill effect as a result of the deployment issue.